Event description:
It was reported by service report that the power cord plug had a damaged power prong; the footboard was cracked with sharp edges exposed, and the head right siderail would not lock in the full upright position. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: power cord plug with damaged power prong. Footboard (cracked with sharp edges and head right siderail not locking in the upright position due to a faulty timing link.